Manufacturer narrative:
The reported events of failure to capture, failure to sense, and lead damaged were confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead noted damaged near the proximal region of the lead. Electrical testing did not find any indication of conductor fractures but did find an internal shorts. The cause of the reported events was isolated to the procedural damages found on the lead.

Event description:
It was reported that during the procedure, the right atrial (ra) lead was failed to capture and sense. Furthermore, the ra lead was damaged. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.